Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2013: the patent underwent surgery for implant of a bard/davol ventrio st. (B)(6) 2013: the patient was injured. As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, post implant of ventrio st, patient was diagnosed with infection, hematoma and pain thereby underwent repair with mesh removal. The instructions-for-use supplied with the device lists infection, hematoma and pain as possible complications. The warning section of the IFU states that, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the mesh." Updated fields: a2, b4, b5, b6, b7, d4 (product catalog no, corporate lot no, expiry date, UDI no), d.6b (date of explant), e3, g1, g3, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2013: the patent underwent surgery for implant of a bard/davol ventrio st. On (B)(6) 2013: the patient was injured. As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: on (B)(6) 2013 - patient was diagnosed with incisional hernia thereby underwent open hernia repair with the implant of ventrio st. Per operative notes, "the peritoneal cavity was opened and dissected bowel off the anterior abdominal wall. The anterior surface of fascia was undermined and a ventrio st mesh was sutured and tacked using the tacker." On (B)(6) 2013 - patient was diagnosed with abdominal wound infection with infected mesh thereby underwent wound exploration, removal of infected mesh and implant of biologic graft. Per operative notes, "the wound was opened almost length old scar noted out of stitches. The mesh in two pieces was removed. A biological mesh was sutured to fascia." Attorney alleges that the patient had abscess, adhesions, pain, infection and emotional injuries. It is also alleged patient had pain with eating, soreness always across top of stomach, large scares all over stomach.